Event description:
It was reported that the customer had a motor error alarm and a no delivery alarm on the insulin pump. Customer was able to clear the motor error alarm after changing out the complete set. The customer's blood glucose level was 22 mmol/l at 8:00pm. Customer stated that she treated with the insulin pump. When the customer woke up the next morning, customer's blood glucose level was 16 mmol/l and the last blood glucose level of the day was 15.9 mmol/l. Troubleshooting was not performed because the insulin pump would be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resister. Prime test, excessive no delivery test or occlusion test due were not performed due to motor error alarms. The motor was tested outside the device and it passed. The device was received with cracked case at display window corners. Display window and battery tube threads. The device was received with minor scratched lcd window.